Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument had the cable become loose and broken. There was no report of fragment falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality identified. The customer confirmed that no fragment fell inside of the patient. The procedure was completed robotically with a backup instrument of same kind. No known impact or patient consequence was reported.